Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the reported filter migration, material deformation and difficult to remove issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 06/2023), g3, h6 (device). H11: h6 (patient), e3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during retrieval of a vena cava filer on deep venous thrombosis , the retrieve hook allegedly slipped from filter and migrated along with blood flow. It was further reported that retrieval device allegedly unable to retrieve from patient body. Reportedly additional surgical intervention performed to remove the device form patient body. Patient reported stable.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2023).

Event description:
It was reported that during retrieval of a vena cava filer on deep venous thrombosis, the retrieve hook allegedly slipped from filter. It was further reported that retrieval device allegedly unable to retrieve from patient's body. Reportedly additional surgical intervention performed to remove the device from the patient's body. Patient reported stable.